Event description:
N/a.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6) hospital (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use, the cardiosave intra-aortic balloon pump (iabp), a hissing noise was observed. No patient harm was reported.